Event description:
Customer reported that plain fluids primed without incidence. When the rn went to put the set into the pump. It squirted fluid out from the upper part of the silicone segment. A small hole is present. Set will be sent back for investigation. There was no pt or user harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The customer's report of set leaked at silicone segment was confirmed. Visual inspection of the returned set revealed a 0.0430 inch long tear in the silicone segment. Microscopic examination noted a crush mark to the upper blue fitment. Functional testing was performed and a leak was noted in the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear was not identified. Conclusion: no available code for undetermined or unk cause.